Manufacturer narrative:
The field service engineer determined the customer had replaced the pinch valve tubing on 15-feb-2021 without performing a measuring cell exchange which caused the valves to get dirty and stick. He cleaned the pinch valve assemblies and ran measuring cell preparations. The customer performed quality control. (B)(4).

Event description:
There was an allegation of questionable results for quality control material and eight patient samples from the cobas 6000 e 601 module. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.